Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that current egms (electrograms) appear to show atrial loss of capture for the atrial lead. There was also an atrial polarity switch that occurred approximately twenty-one days ago. Additionally, the right ventricular (rv) lead is showing intermittent undersensing. It was noted that the epicardial leads were known to have sensing issues.